Manufacturer narrative:
Complaint products were not returned for evaluation. DHR's were reviewed and no records confirming the defect were observed. Archival samples were evaluated. Needles were viewed under a microscope and measured, and no defects were observed. Drag force and penetration were tested on archival samples and no issues occurred during testing. Archival samples meet specification requirements.

Event description:
Customer has two boxes of our techlite pen needles, 32-gauge x 4mm, light green color, 100 count, and she stated she has used about 20 from the box. Part 234132. Lot a58x2 - 2025-10-01. Caller stated they are dull, and they will not break through the skin. She says she must push the needles a little to break into the skin. I asked the customer at what angle she is injecting the needles and she stated 90 degrees. I asked her if she is injecting into any scar tissue and she stated no. She said she has done this for about 20 years now and she has used our product before and never had this issue. Customer continued to use devices until one worked properly. I explained to the customer I was going to be replacing both boxes and sending them a return label. I explained once they receive the new boxes to use that prepaid label to send us both boxes back for testing. Replaced devices and sent return label.

Manufacturer narrative:
Returned complaint products were evaluated by the manufacturer by viewing needles under a microscope and measured. Points were sharp and bevel length was within specifications. No defects were observed. Drag force and penetration force tests were conducted on returned complaint products. The needles were assembled in testing machine and puncture was made in polyurethane pad imitating human skin. Drag force and penetration force were within specification. Root cause analysis was not conducted as both archival and returned sample evaluation did not reveal any nonconformities. No CAPA initiated.